Manufacturer narrative:
Correction. Please retract this report, complaint is not on this product.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with an implantable cardioverter defibrillator that exhibited post paced t wave oversensing. Programing changes are planned but not made as of yet. No patient consequences reported.